Event description:
It was reported that during pre delivery test, the cardiosave intra-aortic balloon pump (iabp) failed during safety disk check. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the safety disk. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0202-00-0140 rev j. Sn: (B)(6), safety disk with a reported unit failure of a failed pim test. The fat performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Tested pn: 0202-00-0140 in cardiosave test fixture to factory specifications per procedure and the cardiosave service manual. Performed the all manifold test for 20 minutes and it was found that the safety disk failed the leak portion of the pim test. Fat was able to replicate and verify the reported issue of the failed pim test. Retaining the part in the failure analysis and testing dept. Per procedure.

Event description:
N/a.